Event description:
Pt saw physician in office in 12/2005 with complaint of palpitations/aarythmia physician impression wa class iii chf, wide qrs 140 sec and probable insulation break admitted to hospital and explanted leads in 2005. Replaced eith insync maxim. Pt dismissed to home